Manufacturer narrative:
Patient information was unavailable. This device is not approved/marketed in us, but is similar to a device marketed in the us. Concomitant medical products: product ID: 9735339r, serial/lot #: unk, ubd: unk, UDI#:unk. Initial reporter unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, as the patient was entering the procedure room, the camera error lamp flashed and the camera had a recognition failure. The issue persisted even though the device was restarted several time. The procedure was completed without the navigation system; the screw was inserted by fluoroscopy. There was no reported impact to patient outcome and no reported surgical delay. Three photos and one video were provided. The camera leds for power were solid green, status were solid green, and error were flashing amber. One of the pictures was for the ndi toolbox and the fault read "bump detector battery fault."

Manufacturer narrative:
D10 lot number of concomitant product: p705827 h3, h6: the power supply unit was returned to medtronic for analysis. It was confirmed to be very worn. It also failed accuracy testing. Fdm b01, fdr c13, and fdc d02 are applicable to the power supply unit analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.